Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient reports that adhesive plaster is defective and that it does not stick enough. Patient advised she has had 4 occasions with infusion set adhesive not sticking properly. No adverse event alleged. Device not available for return.